Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose the customer¿s blood glucose level was 566 mg/dl at time of incident. Customer's current blood glucose level was 560 mg/dl. The customer was assisted with troubleshooting. Customer was treated with manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleged that the insulin pump was under delivering because they experiencing high even when they delivered bolus. High pressure test passed. The device will not be returned for analysis.